Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated lead procedure, an insulation abrasion was observed on the right atrial lead. The lead was repaired and remained implanted. The patient was stable during and post procedure.